Event description:
Nurse in the medical clinic setting was using tkmd brand of needle (23g x 1 1/2" needle) was used to do a knee injection. When finished with the injection, the nurse tried to engage the safety on the needle, and it would not engage. He had used two of these needles and both of the safety devices failed. Neither one clicked into place to cover the needle. There was no injury to the patient or to the nurse. The nurse intended to remove any of these needles from the supply area but discovered that these were the only two (no more of this type/brand were in the office).